Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? N/a. Procedure name and date? Date (B)(6) 2022. Feline stitch up, wound on thigh, did stitch up and next day the wound had dehisced, no evidence of any suture material left in patient. (No knots or anything) when patient brought back. The customer used staples instead. The feline is all healed now staples have been removed. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. The feline stitch up had to come back for another consultation for reclosure. If medication was required, please clarify if it was prescribed by a physician. N/a. What is the most current patient status? The patient is healed and discharged. Can you identify the product code and lot number of the product that was used? Mcp3326g rlmebr. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by "the suture seems to have dissolved as we could not find any suture in the site? Did the sutures break? Did the sutures absorb too fast? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Event related to mw # 2210968-2022-03800 and mw # 2210968-2022-03801. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent a feline stitch up of a wound on the thigh on (B)(6) 2022 and suture was used. The suture seemed to have dissolved, as they could not find any suture at the site. The next day, there was no evidence of any suture material left in the patient, no knots or anything, when they were brought back. The feline is all healed now. Additional information was requested.

Manufacturer narrative:
Product complaint #:(B)(4). Date sent to the FDA: 6/16/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information was requested, the following was obtained: 1. Please clarify what is meant by "the suture seems to have dissolved as we could not find any suture in the site? The wound reopened on the surgical table when we went to investigate we could not find any evidence of the suture material (no strands, knots,ect) in the surgical site in the first case in the second case again no knots of evidence of suture was present 2. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? No concerns were seen before or during use for the first case it was just before reversing the patient that the wound reopened. On the second case again no concerns before or during use it was the next day the owner called us to inform us the wound had reopened 3. Did the sutures break? No evidence of breakage was seen. 4. Did the sutures absorb too fast? No evidence of suture material or knots was found so we our working theory is they dissolved/absorbed. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. One empty opened box and six packets of product code mcp3326g were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. Visual inspection of the unopened samples, the six samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.